Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The unknown fibrous material was found during the device evaluation. Following the confirmed reprocessing issue, olympus personnel sent the user facility a reprocessing questionnaire. Through the questionnaire, the user facility confirmed all reprocessing steps in accordance with the instructions for use (IFU). If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that following a completed reprocessing cycle with his olympus air/water valve, he pressed one of the buttons and a transparent fibrous material came out from the spring. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. When the attached fibers were analyzed, olympus confirmed they were nylon fibers commonly found from a cleaning brush. Based on the results of the investigation, it is likely the foreign material would not have been removed even if the user conducted the reprocessing properly. A definitive root cause cannot be identified. The event can be detected/prevented by following the instructions for use, ¿chapter 6 reprocessing the accessories, 6.2 manually cleaning the accessories,¿ which states: "1. While immersing the air/water valve completely in the detergent solution, brush the holes of the valve (2 holes). 2. Inspect whether there is debris on the bristles. 3. Clean the bristles in the detergent solution using your gloved fingertips to remove any debris. 4. Repeat step 1 through 3 until no debris is observed upon inspection of the brush." Olympus will continue to monitor field performance for this device.